Event description:
The explanted hand held device was received on 11/02/2016. Analysis was performed on the returned handheld and the reported allegation of the handheld programming device getting stuck in the alignment screen was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The (B)(4) stated that he received a call from the physician reporting that his handheld programming device keeps getting into the alignment screen and won't get out of it (like a loop). It was stated that the physician did not need the hand held programming device replaced for another month. No patients were affected due to this issue. Additional relevant information has not been received to date.